Manufacturer narrative:
Citation: interventional neuroradiology ming-hua li et. Al. Prevention and management of intraprocedural rupture of intracranial aneurysm with detachable coils during embolization the purpose of this article was to study patients with cerebral aneurysms treated with detachable coils from 1998-2005. It was reported that intraprocedural aneurysm rupture during embolization is a rare, but unavoidable and life-threatening event. Proper measures should be taken to reduce and improve the outcome of this tragic occurrence. The majority of patients with an intraprocedural ruptured aneurysm can survive without severe sequelae if managed appropriately. The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Based on the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause for the reported event is procedure related.

Event description:
Medtronic received information through literature review that aneurysm rupture was related to both the microcatheter tip and the coils (non-medtronic device). In these situations, the tip of the microcatheter was in close contact with the aneurysm wall and delivery of the coil perforated the aneurysm wall. However, continued embolization rendered none of the patients paralyzed. The patient underwent middle cerebral artery aneurysm, measuring 3x3 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.